Event description:
It was reported that during a prostate procedure "cap detached while fiber was taken out of patient at 0 minutes" the cap was retrieved. The case was completed with a second fiber. Patient outcome: no physical issue to the patient was reported.

Manufacturer narrative:
Product analysis does not support the reported issue of cap detachment. Product evaluation: failure analysis for fiber (B)(4): the fiber cap exhibits minimum signs of usage with mild contamination of the outer flow tubing at the open end; the fiber was tested with hene laser fixture, aim beam is present at fiber output window; no failure was found. Probable root cause: based on the results of the investigation, the product complaint could not be confirmed; there is no failure found with the returned product.